Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. At the time of the report, the issue had been resolved and the pump was charging normally. There was no reported adverse impact to the customer's blood glucose level.